Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous, consistent with an inner coil fracture. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to high out-of-range pace impedance, high pacing thresholds, noise, and far-field r wave sensing. Another ra lead was successfully implanted. No adverse patient effects were reported.